Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,d4,d9,g1,g3,g6,h1,h2,h6 d4: attempts have been made to gather all product identification information and no further information has been provided. The cmp was not confirmed no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown nexgen femoral, #item unknown, #lot unknown. Unknown nexgen articular surface, #item unknown, #lot unknown. Therapy date: unknown. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a knee revision surgery approximately 6 years post implantation due to pain and breakage of the nexgen stemmed option tibia. Attempts have been made and additional information on the reported event is unavailable at this time.